Event description:
It was reported delivery system damage occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). During recapture, an anchor of the closure device perforated the sheath of the wds making recapture of the closure device difficult. The wds and closure device were removed from the patient and the procedure was completed with a second device. No patient complications were reported.

Event description:
It was reported delivery system damage occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). During recapture, an anchor of the closure device perforated the sheath of the wds making recapture of the closure device difficult. The wds and closure device were removed from the patient and the procedure was completed with a second device. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system with the feet of the closure device 2mm outside of the sheath. The implant, sheath, hub, core wire, and sheath tip were visually and microscopically inspected. Numerous kinks were identified along the length of the delivery system sheath and the sheath was flattened along the entire length. The deployment knob was bent. The sheath tip was damaged with the distal marker band kinked, tri-cuts flared, and abrasions on the inside of the sheath tip. The anchors of the closure device were damaged and had pierced the sheath. The sheath tip and anchor damage present were consistent with deployment, recapture, and redeployment of the closure device. A video and photograph were received to aid in the investigation and were reviewed by a bsc quality engineer. The video and photograph showed the anchors perforating the sheath, confirming the reported event. Product analysis could not confirm the reported difficulty to recapture the closure device as clinical circumstances could not be replicated. Product analysis confirmed the reported closure device anchors perforating the sheath as the anchors were perforating the sheath.